Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges leaving doctor's office, the roads were wet from snow, and she was on her way out of the parking lot when the unit seemed off balance, she might have hit a rock, when the unit tipped to the left. She claims she hit the armrest with her ribs and the unit fell on her. Alleges had to bend a bracket to get unit off of her.

Manufacturer narrative:
The device was repaired in the field by the provider. The provider replaced wheels and necessary hardware. The unit is working properly.

Event description:
Alleges leaving doctor's office, the roads were wet from snow, and she was on her way out of the parking lot when the unit seemed off balance, she might have hit a rock, when the unit tipped to the left. She claims she hit the armrest with her ribs and the unit fell on her. Alleges had to bend a bracket to get unit off of her.